Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft / 17062221-0604/ model #: 1125 / expiration date: 2022-10-31 UDI #: (B)(4), mfg date: 2017-10-01,(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to the clinic with intermittent low flows, increased lactate dehydrogenase (ldh), and hypertension. Patient had recently been diuresed but was a bit dry and the antihypertensives were increased. The patient was admitted and a transesophageal echocardiogram (tee) and echo were performed. The echo showed the left ventricle was not filling as effectively compared to prior echos and the ejection fraction was decreased to 25 percent. A computerized tomography (CT) scan showed 50 percent occlusion of the outflow graft. The care team discussed the patient could possibly be very dry, causing the outflow graft to possibly ¿kink¿ or collapse on itself, which would allow a thrombus/coagulation to build up. One week later, the patient had double vision and experienced slight confusion. The CT was negative. The next day, the patient experienced signs of stroke including flaccidity on the right side. A CT showed an ischemic stroke that later converted to hemorrhagic. The patient was intubated, sedated and started on a vasopressor with anticoagulants being held. The patient was able to follow commands when awake but experienced hemiparesis of the right side so physical therapy was started. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed 23 low flow alarms recorded since 05/21/2018. Additionally, 13 suction alarms were logged since 05/21/2018 and 1 high watt alarm was logged on 05/21/2018. The reported outflow graft occlusion could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of the observed high power event can be attributed to multiple factors, including but not limited to inappropriate pump rotational speed, external factors such as thrombus formation/ingestion, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of antico agulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft, 17062221-0604 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4310 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.